Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, yet to be received. Date of birth - requested, yet to be received. Weight - requested, information yet to be received. Ethnicity - requested, information yet to be received. Race - requested, yet to be received. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that an angio-seal device was deployed for a peripheral intervention procedure. After the angio-seal device was deployed it became apparent that there was an issue with poor extremity blood flow. The patient was sent to surgery to try to determine what was causing the issue. While in surgery it was noted that the collagen plug had entered the vessel and was causing the occlusion. The collagen plug was surgically removed. The collagen plug was successfully removed. The patient recovered without any further clinical issues. Additional information was received on 5/21/18: the regional manager confirmed it was a good stick and there was not excessive calcification present. Blood loss was reported to be less than 250cc.

Event description:
Additional information was received on 6/5/18. The procedural sheath used was a 6fr sheath. There were no arteial access issues. A pre-deployment angiogram was performed.